Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead was reprogrammed and remains in use.

Manufacturer narrative:
Concomitant medical products: mechanical valve, a7700-25, implanted: (B)(6) 1995. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and the ra exhibited undersensing. The leads remain in use. No patient complications have been reported as a result of this event.